Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the MFR.

Event description:
The customer reported that the ventilator is alarming "circuit occlusion". No pt involvement.